Event description:
It was reported that unspecified bd infusion set was bulging. The following information was received by the initial reporter with the following verbatim. It was reported by customer that had alarmed occlusion a few times, then "check door". Tubing was primed on sat and working appropriately until this point. When they opened the pump door, this is what they discovered. No patient harm but (B)(6) was going to put in an iris. Talking to (B)(6), they thought it might be good to put out in friday messages to encourage staff to be sure to be very careful with the pump portion of the tubing (taking off the plastic guard, during priming, during removal from the pump) so that it isn't damaged. (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that had alarmed occlusion a few times, then "check door". One sample was received for quality evaluation. Visual examination was conducted and there were not damages or abnormalities identified. The sample was then primed with water and a simulated infusion was conducted at a flow rate of 125 ml.hr. There was no indication of leakage, air-in-line or occlusions in the infusion line. The customer complaint of tubing defective / damaged was not confirmed. A root cause for the reported failure was not determined because the failure reported could not be replicated. A device history record review could not be performed because the lot number is unknown.